Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, which resulted in the pump shutting down. There was no reported impact to customers blood glucose level. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.